Event description:
It was reported to st. Jude that during a routine follow-up, "a device reset has been detected" message occurred, followed by "detection of an arrhythmia is on-going" of which there was no such arrhythmia observed on the running ECG. Summary screen stated device was off. It was determined from the ram map that the device was actually in a defib only configuration with programmed detection rates and therapies. The ram location, which has been altered, could not be determined. During the reinterrogation, multiple messages were received; a device reset and a serial number change had occurred along with "detection of an arrhythmia is on-going." The diagnostic report revealed random and erroneous values listed in all the diagnostic sites. The decision was made to explant the device.